Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0 x 23 mm xience xpedition stent was implanted in the 80% stenosed proximal left anterior descending (plad). In (B)(6) 2017, the patient was re-hospitalized for angina pectoris. There was no coronary angiography or coronary CT and the stent status is unknown. Infusion therapy was administered for 7 days and the patient was discharged after improvement was noted. The relationship between the event and the device is unknown. This patient continues to have occasional chest pain symptoms. No additional information was provided.